Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the capacitor needs to be replaced. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed functional and internal tests. Based on the information available and the testing conducted, the cause of the reported problem was defective therapy capacitor. The reported problem was confirmed. The device was operational after replacement of therapy capacitor was completed.